Event description:
Bolus feeding of 240mg 5 times daily ordered. Rate of pump set at 240ml/hr. No dose entered. Pt experienced 200ml overfeeding. Pt suctioned and experienced no adverse effect. Potential design problem. The MFR indicates the standard for the pump design does not require a dose to be entered. Therefore, there is no fail-safe mechanism to prevent overfeeding.